Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using his adc blood glucose meter due to the meter not turning on with test strip insertion or button press. Customer further reported experiencing symptoms described as "body wet, low temperature" and lost consciousness. No treatment was required. There was no report of death or permanent injury associated with this event.